Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving lioresal (2000mcg/ml, 470 mcg/day) via an implantable pump for intractable spasticity. It was reported that the patient was in for a refill on (B)(6) 2021 and there was a small open area on the edge of the scar over the pump. Due to the patients size, the physician replaced the pump to the other side of the abdomen on (B)(6) 2021. Pump site was not infected. Cultures were taken of the small open area. Environmental/external/patient factors that may have contributed to the issue was that the patient was very small with spasticity. The issue was resolved at the time of this report. The patient's weight was asked but unknown. The patient's medical history included spasticity. The patient was alive with no injury at the time of this report.